Manufacturer narrative:
D2b: medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, one needle came detached from the screw part and the other needle had the screw missing. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was visually evaluated, and the device packaging was seen but does not show the reported defect. Additionally, 30 retain samples were subjected to visual inspection for missing male luers and functional testing for separation during/before use and the reported issues were not observed. Further, the 30 retain samples were subjected to retraction lockout testing and all samples passed testing as they were able to be activated properly with no evidence of defects, or device separation during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separation before use and defective product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, one needle came detached from the screw part and the other needle had the screw missing. No patient or user impact reported.